Event description:
Death in operating suite. In or for replacement of pacemaker lead. Perforation of superior vena cava during manipulation of wholey wire. Pt hemorrhaged and could not be resuscitated.